Event description:
It was reported by the customer, that at 10:30 a.m. On (B)(6) 2024, the patient was given a color doppler ultrasound-guided PICC catheterization, and a peripherally inserted central venous catheter was placed into the patient's left upper extremity vein, and the operation went smoothly. On (B)(6) 2025, the patient returned to the hospital to carry out cyclic treatment for a malignant tumor of the bladder in accordance with the medical advice, and the nurse in charge of the hospital bed followed the doctor's instructions to give the patient a fluid infusion through the catheterization at 9:03 a.m. After pushing 5 ml, the patient said that the skin around the catheter puncture port was swollen and painful. After 5 ml of infusion, the patient reported that the skin around the puncture port of the catheter was distended and painful, and the bedside nurse immediately stopped the infusion, viewed the swelling of the skin around the puncture port, and saw the return of blood when pumping, and saw the fluid spraying out of the catheter after pulling the catheter outward by 2 cm, and then pulled the catheter out by the doctor in charge of the assessment of the patient's condition and following the doctor's advice, the process went smoothly, and checked and confirmed the catheter was intact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed the catheter implanted in the patient. A clear liquid was seen to be leaking from the entrance site of the catheter as it was slowly retracted out of the patient. While a leak could be seen in the catheter tubing of the sample in the returned video, no details of the damage could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.